Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging too often and the patient said they were charging everyday. The patient indicated that relief was "amazing" and they had 70-80% relief. Technical services (ts) reviewed with the rep that charging may be due to high parameters and to attempt lowering parameters, cycling and review/check the energy meter. The rep said the patient had an appointment on thursday so they may be able to meet the patient then. Additional information was received from the rep reporting they planned to meet with the patient on may-31. The rep then reported that they have to meet the patient next week to reprogram his settings. The rep reported that the patient was telling them that they were charging every day, but they hadn't been able to meet. The rep later reported that they were going to meet with the patient on jun-18. No further complications were reported.